Event description:
The service center was informed of a reported patient infection as the infection prevention and control manager stated the facility was investigating two patients who acquired urinary tract infections and blood stream infections with the same organism post cystoscopy procedure for stent removal. Different scopes were used for each procedure. The facility has observed the procedure in the clinic setting and did not observe any practice or infection control concerns. The scopes have been sent to the manufacturer's service center for evaluation of the scopes to ensure integrity. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facilities reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. The scope was returned and was forwarded to an independent laboratory for microbial testing. If additional information becomes available, this report will be supplemented accordingly. This is for 2 of 2 reports.